Event description:
Event description guidant received information that this right ventricular lead had dislodged, resulting in high thresholds and no capture at maximum outputs. During the revision procedure, difficulty was encountered while positioning the lead. Therefore, the lead was removed and replaced.